Event description:
A zoll patient service representative (psr) called zoll customer support to report that she was unable to baseline a (B)(6) male pt. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot baseline) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to an intermittent pulse wire in the monitor's electrode belt connector. The root cause for the intermittent pulse wire could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.